Manufacturer narrative:
The svc rep pressed the lift motor button and the c-arm would not move in the upward direction. He confirmed the issue. The rep found the power supply not working. He replaced the asm, pwr sply, 24v, mainframe. System operates as intended.

Event description:
The customer reported the c-arm lift would not work. There was no pt involved as this failure occurred at an animal research facility.